Event description:
The technician alleged the mattress ticking is worn and there is fluid ingress. No injury reported.

Manufacturer narrative:
The technician replaced the mattress ticking to resolve the issue.